Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced high blood glucose level. Customer's current blood glucose level was 521 mg/dl. Customer stated that blood glucose was running high and the needle going into her needle was bent. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.